Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws would not close all the way. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. It was unknown when the incident occurred. The jaws would not close on surgeon command. It is unknown what type or size of clips were used. The customer informed the vessel or tissue size was not applicable. It was unknown how many times the clip applier had been used prior to the issue. The issue was resolved with a backup clip applier.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and the complaint regarding the jaws not closing all the way was not confirmed by failure analysis. Failure analysis found the primary failure of expected condition to be related to the customer reported complaint. The part was returned with a reported complaint that does not affect functionality. There was no damage was found during visual inspection.